Event description:
The ge oec 9900 fluoroscopy system locked up during a procedure and had to be re-booted to finish the case. Following the procedure, the system was removed for service.

Manufacturer narrative:
A ge oec service rep investigated the issue and found several issues that contributed to the event. The anderson plug was not secured properly, the isulation transformer luge were tightened and ffb voltage set to 5.1 v. The backplane need to be re-seated and all other boards were checked to assure proper seating. The system was re-checked and filters cleaned to ensure proper cooling fan operation. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.